Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting a pre-implant monitoring voltage of 2.85 v. A boston scientific technical services (ts) consultant discussed that the device should be returned for analysis if >0.1 v from the box label.